Event description:
It was reported the lead was capped and replaced due to a fracture. Lead impedance measured greater than 2000 ohms. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead was capped and replaced due to a fracture. Lead impedance measured greater than 2000 ohms. No patient complications have been reported as a result of this event. It was further reported the lead was replaced do to low impedances and poor sensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.